Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("there was no evidence of the essure device on the left side"), abortion spontaneous ("spontaneous abortions"), pregnancy with contraceptive device ("essure in 2012 but has had a pregnancy since that time"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included benign ovarian cyst and ectopic pregnancy. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, uterine haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine haemorrhage to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("there was no evidence of the essure device on the left side"), abortion spontaneous ("spontaneous abortions"), pregnancy with contraceptive device ("essure in 2012 but has had a pregnancy since that time"), genital haemorrhage ("bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included benign ovarian cyst and ectopic pregnancy. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, uterine haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.